Manufacturer narrative:
The customer reported that he is having certain beds constantly drop off the network for half a second. He sent this cns (central nurse's station) in for repair for random restarts and the repair center replaced some parts and fixed that issue but this is still occurring. He also said beds in groups are disappearing now too. The device was returned to nihon kohden, evaluated, and the reported issue was unable to be confirmed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that he is having certain beds constantly drop off the network for half a second. He sent this cns (central nurse's station) in for repair for random restarts and the repair center replaced some parts and fixed that issue but this is still occurring. He also said beds in groups are disappearing now too.